Manufacturer narrative:
(B)(4).

Event description:
The receiver data log was reviewed on (B)(6) 2016. The complaint of a loss of connection was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient's wife contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between receiver and transmitter. Dexcom representative advised the patient to reset the receiver. Dexcom representative advised the patient to reset the receiver which was unsuccessful. No additional patient or event information is available.